Manufacturer narrative:
Based on the claims against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis found the primary failure of unable to test to be related to the customer reported complaint. The instrument was placed on an in-house system. The instrument failed the engagement test on 3 out of 3 attempts due to damage to the instrument. The instrument was unable to be tested for intuitive motion due to the instrument failing engagement. The instrument was found to have a cracked clamping pulley at the proximal end. As a result, the instrument failed engagement. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter on 3 out of 3 attempts. The system displayed error code "22020" which confirms an engagement error. As a result, the instrument could not be tested for intuitive motion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tha cadiere forceps instrument had undesired/improper motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.